Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir would not stay in the insulin pump due to reservoir compartment damage. Blood glucose level at the time of the incident was 159 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip completely broken off and test reservoir will not lock/click in place, broken belt clip slot and minor scratched display window.